Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strip evaluation showed indication of black chemistry caused by improper storage of test strips in high humidity areas. Most likely underlying root cause of malfunction noted in the complaint: user has low glucose value. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (01/09/2015).

Event description:
Consumer complaint of e-5 error; test strip error, very high blood glucose result (higher than 600 mg/dl). Pharmacy wellness director reporting on behalf of consumer. Investigation of returned test strips produced "lo" readings. Black chemistry observed due to improper storage; improper humidity and user error caused or contributed to event. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call ((B)(6) 2014; 11:29am) with results of e-5 and e-5 after sample of blood is applied. Test strip lot MFR's expiration date is 08/30/2016 and open vial date is not verified. Based on the returned test strips producing "lo" readings and black chemistry being observed during the investigation, the complaint is reportable. No adverse event reported.